Manufacturer narrative:
Updated fields: b4, d9,e1(initial reporter), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that they had found faults 111, 112, 115, and 118 in the logs. As a result the video generator board was replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of a pump shutdown and fault code 111, 112, 115, and 118. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure .

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shutdown during transport. There was patient involvement but no harm reported.